Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the device displayed error message for multifunctional electrodes and red x. There was no patient involvement / adverse patient impact.